Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) received several non-sustained right ventricular over-sensing (nsrvo) alerts due to over-sensing myopotentials. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was in stable condition.